Event description:
It was reported that a balloon would not deflate. The target lesion was located in the moderately tortuous cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, inflation was started as usual but the balloon would not inflate. The balloon started to inflate gradually when pressure was raised to 7 to 8atm and then it fully inflated. Then deflation was attempted, but the balloon would not deflate. The physician made several attempts by adding positive pressure again and performing deflation hard but the balloon would not deflate sufficiently. Eventually, the device was removed from the patient together with the 7f unspecified sheath and the procedure was completed with another of same device. No patient complications were reported and patient's status was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer without issue. No issues were noted with the balloon material or blades of the device upon inflation. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge. A vacuum was then applied. The balloon of the device deflated within 20 seconds which was timed using digital timer. No issues were noted with the blades of this device. All blades were found to be securely bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified damage to the shaft of the device is multiple places. Shaft outer appeared to be twisted. No issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon would not deflate. The target lesion was located in the moderately tortuous cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, inflation was started as usual but the balloon would not inflate. The balloon started to inflate gradually when pressure was raised to 7 to 8atm and then it fully inflated. Then deflation was attempted, but the balloon would not deflate. The physician made several attempts by adding positive pressure again and performing deflation hard but the balloon would not deflate sufficiently. Eventually, the device was removed from the patient together with the 7f unspecified sheath and the procedure was completed with another of same device. No patient complications were reported and patient's status was stable post procedure.